Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlock on the lcd keypad connector noted. Unable to verify motor error alarm due to button keypad anomaly however, the motor passed motor test. The insulin pump has minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. It was also reported that the act button was not responding. Insulin pump will be replaced.